Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the atrial lead had dislodged. The atrial lead was explanted and replaced. No patient consequences.

Event description:
New information notes that the lead had exhibited failure to capture. Patient was stable before and after explant.

Event description:
The patient's right atrial lead was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
Correction - b5 - the patient's right atrial lead was not previously explanted as reported in previous mdrs, and was actually explanted on (B)(6) 2022.